Event description:
Healthcare professional reported a right side exchange of implant with no complaint against the device. Healthcare professional later reported "unilateral right-side deflation implant exchange." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a right side exchange of implant with no complaint against the device. Healthcare professional later reported "unilateral right-side deflation implant exchange." The has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior, sharp opening on diaphragm valve (valve bond edge) and voids observed in the textured part of the valve (1.0mm), is not considered workmanship per qa 199.06. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A striated opening on posterior assessed as surgical damage.